Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle and the foreign material observed on the bending section cover could not be identified and a definitive root cause of the issues could not be determined, as there was no device deformation observed that might contribute to the retention or adhesion of foreign material and no additional event or device reprocessing information was reported or available, however, the issue was likely the result user handling/ insufficient cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. Inspection of the endoscope. ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. Inspection of the objective lens cleaning function. Inspection of the water feeding function. ¿1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. Inspection of the spray function. ¿1. Cover the spray valve hole with your finger¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the insufflation of the evis lucera elite gastrointestinal videoscope was not good. When inserting the scope into the patient's stomach. The issue was found, during a diagnostic procedure. There was no report of delay or harm to the patient or user. Inspection and testing of the returned device found, that the nozzle was clogged with foreign material attributed to insufficient cleaning. And the plastic distal end cover had adhesions of foreign matter, both of which are pae findings. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged with foreign material, which caused issues with the air/water flow. Additionally, there was foreign matter adhesions found on the plastic distal end cover. Additional evaluation findings were as follows: the bending section cover adhesive had a crack and a white-clouded area, the suction cylinder had scrapes, the image guide and the connecting tube had wrinkles, and due to clogging of the nozzle; the water removal ability did not meet the standard value. The following parts had scratches: objective lens, plastic distal end cover, image guide coil, and connecting tube. Additional information obtained identified the product was cleaned, disinfected, and sterilized before it was sent to olympus. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.